Event description:
Patient reported that she experienced 10 vgo's where the adhesive pad did not stay attached to her skin, after about 12 hours. The patient stated she cleans the area with an alcohol pad and lets it dry completely before applying the vgo. The patient stated that she has been moving more lately.